Event description:
Beckman coulter inc. (Bci) internal monitoring data for glucose (glu) indicated one patient result generated by the unicel dxc 800 pro synchron clinical system that did not match when running in duplicate mode. The initial glu result was 90mg/dl which repeated at 60mg/dl. The customer reported the result of 90mg/dl. The customer did not call or complain to bci about this event. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
There were no calibration or qc problems prior to the event. Beckman coulter field service has been monitoring this account.